Manufacturer narrative:
A replacement pump was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be submitted. On (B)(4) 2014, a medela clinician spoke with customer who had contacted cs when milk backed up into the tubing of her breast pump. Cs sent a replacement which the customer has received and finds that it is "wonderful." She was advised by local lc to use larger breast shields and has found size 36 mm is a comfortable fit for her needs. She remains under the care of physician who is a breast specialist. After 6 months of lactating for her child, she experienced a color change in one nipple and expressed a blood clot the size of a golf ball. Her physician placed her on anticoagulant therapy and an antibiotic as prophylaxis against infection. Her breast milk was cultured, but only normal skin flora was found. She has a follow-up appointment with her physician next week. Her breast pump issue is resolved and she is receiving appropriate medical attention.

Event description:
The customer reported to customer service that milk backed up into the tubing of her pns. The customer also stated that her nipple is purple and passing blood clots through her breast. She is currently seeing a specialist and is on blood thinners.